Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 77-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in scai stage d shock. During a proactive follow-up call, nursing staff reported a resolving hematoma at the access site, noting that anticoagulation therapy had been held. The patient was also experiencing hemolysis, with plasma-free hemoglobin (pfhb) decreasing from 200 the prior day to 60 on the morning of the report. An echocardiogram was recommended to assess device placement. The patient had pink-tinged urine with output now <30 ml/hr. The patient remained hemodynamically supported on the impella cp at the time of the report. The reported access-site hematoma appears consistent with known vascular access risks associated with large-bore femoral cannulation and may have been influenced by ongoing anticoagulation management. The reported hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function and anticoagulation status.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hematoma/access site adverse event was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.